Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support to inquire whether the secondary target on the insulin pump could be changed and was advised to consult their healthcare provider regarding insulin delivery settings, with a factory reset presented as an option. Symptoms included a hypoglycemic event with a lowest reported blood glucose of 55 mg/dl and a duration of low glucose for approximately 1¿2 hours, without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral glucose tablets, no professional medical intervention, and no hospitalization. Investigation included troubleshooting and education provided by support. The investigation revealed no device malfunction and an unclear cause for the hypoglycemic event, with blood glucose reported to be in range at the time of the call. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.